Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hepatic dysfunction, multiorgan failure, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. Additional information was provided stating that the death was not considered to be device related, and that the device operated as expected. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists death, hepatic dysfunction and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to severe liver dysfunction the patient developed a progressive multi organ failure. No autopsy was performed, the device was not explanted.